Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device noted that the device had migrated in their pocket due to the patient losing excessive weight. A revision procedure was subsequently performed with the intention of placing the device sub-muscular. It was questioned if the device belonged to sub-pectoral advisory. Additional information was provided that the device was explanted due to infection. There were no additional adverse effects reported.